Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter was withdrawn, it was difficult to do so. After repeated attempts, it could not be withdrawn and the patient was later moved to the cath lab. After multiple attempts under fluoroscopy, the previous catheter was removed and replaced with a new one. After removal, there was damage at the catheterization site, resulting in a large amount of bleeding and hematoma at the site of the femoral artery catheterization. It is suspected that there is a high possibility of femoral artery tears. The withdrawn catheter found a small amount of blood clot inside the balloon (the space between the balloon membrane and the central lumen). Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "unknown"

Event description:
It was reported "when the catheter was withdrawn, it was difficult to do so. After repeated attempts, it could not be withdrawn and the patient was later moved to the cath lab. After multiple attempts under fluoroscopy, the previous catheter was removed and replaced with a new one. After removal, there was damage at the catheterization site, resulting in a large amount of bleeding and hematoma at the site of the femoral artery catheterization. It is suspected that there is a high possibility of femoral artery tears. The withdrawn catheter found a small amount of blood clot inside the balloon (the space between the balloon membrane and the central lumen). Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Returned with the sample was the supplied 60cc syringe and a non-teleflex arterial pressure tubing. Upon return, the teflon sheath was noted on the iabc; the sheath was noted buckled. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately at approximately 5.2cm from the iabc distal tip. Bends to the central lumen were noted at approximately 19cm and 44cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted broken central lumen. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 77.2cm from the iabc luer, which is the location of the previously noted broken central lumen. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab removal difficulty is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen could result in difficulty removing the catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.